Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has been advised that the complaint neopuff will not be returned for inspection. To assist in our evaluation of the reported fault, we have sought additional information and are currently awaiting a response. We will submit the results of our analysis following receipt of the information requested and completion of our evaluation.

Event description:
A distributor in (B)(6) reported that both the maximum pressure relief and peak end expiratory pressure ('peep') valves on an rd900aeu neopuff infant resuscitator appeared to have become stuck. No patient consequence was reported.